Event description:
It was reported the patient experienced ¿increased pain at the implantable neurostimulator (ins) site.¿ it was further reported the patient was ¿tender to palpation¿ and she experienced ¿pain shooting toward her abdomen¿ when she rolled over in bed. It was noted the patient also experienced shooting pain ¿to her spine, but this was less painful than wrapping to abdomen.¿ it was noted the patient¿s pain at the ins site was ¿persistent¿ since a device revision procedure and was ¿independent of whether the stimulation was off or on.¿ it was reported there were ¿no abnormal impedance readings.¿ it was noted the patient was ¿alive¿ with ¿no injury¿ at the time of report. The patient was scheduled for a ¿pocket revision¿ on (B)(6) 2013. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information reported the patient was ¿getting good stimulation and the intense pain at the generator site was resolved¿ at the time of follow-up. Four days later, it was restated that the patient was ¿doing well¿ and ¿having less pain.¿